Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the physician encountered difficulty in pushing the brush through the working channel of the non-bsc scope. When the sheath entered the biliary tree, the physician met resistance when trying to advance the brush. After some re-positioning, it was possible to extend the brush and a sample was obtained. After the brush was withdrawn from the scope, the nurse attempted to extend the brush again but it would not move out of the sheath. Additionally, it was reported that the wire inside the catheter seemed to be broken. The tip of the catheter was cut to expose the brush such that the sample could be obtained; the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the physician encountered difficulty in pushing the brush through the working channel of the non-bsc scope. When the sheath entered the biliary tree, the physician met resistance when trying to advance the brush. After some re-positioning, it was possible to extend the brush and a sample was obtained. After the brush was withdrawn from the scope, the nurse attempted to extend the brush again but it would not move out of the sheath. Additionally, it was reported that the wire inside the catheter seemed to be broken. The tip of the catheter was cut to expose the brush such that the sample could be obtained; the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual evaluation of the returned device found the brush exposed and bent. The distal end of the catheter had been cut approximately 198.2cm from the distal end of the black heat shrink (the portion that was removed was not returned). Several kinks were identified along the working length of the device, and the wire assembly was bent approximately 1.7cm from the distal end. Additionally, the handle cannula was bent at the distal end of the orange thumb ring. During functional evaluation, the brush would not move when the handle was actuated; the handle would only move approximately 2cm. The handle cannula was found to be detached from the pull wire. As the distal portion of the device was missing and the brush was exposed and bent, the returned device could not be inserted into a scope. The condition of the returned device was consistent with the complaint that the wire broke, but the difficulty advancing in the scope and the difficulty extending could not be confirmed. However, kinks are consistent with a device's being inserted into the working channel of a scope too quickly, which results in increasing resistance felt during insertion. Once a device is kinked, the wire assembly can bind inside the catheter and will not move freely. Attempts to actuate the handle while the wire assembly is bound can cause the handle cannula to bend, and the wire can subsequently break or detach. It is highly likely that the brush would not extend as reported, as the functional evaluation found the handle detached from the drive wire. The most probable root cause is operational context. A review of the device history record (DHR) was performed; the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.